Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The lesion was predilated. The 2.75 x 32 mm taxus express2 drug eluting stent was unable to cross the lesion. The stent strut bent when trying to pass the lesion. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for the batch found that the device met its material, assembly and product specifications.